Event description:
During the catheterization procedure, an angio balloon broke apart during inflation. The portion of the balloon and shaft inside the guidewire was successfully removed. A small balloon was used to successfully secure in the guide the other portion of the burst balloon. Hemodynamic stability was achieved for the patient. The only complication was increased procedure length.